Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) device. The physician tried cycling the device in office and it was noted that it was not working. A scan was performed on the pressure regulating balloon (prb) that showed there were only 10cc inside the prb. All aus components were explanted and fluid was pushed into the prb and a hole in the middle of the component was noted. During this procedure, all components were replaced and the 4.5 cuff that the patient originally had, was downsized to a 4.0 cuff with the new device. The patient has fully recovered after the procedure.